Event description:
Patient underwent hardware removal to bilateral distal medial femur. Upon attempted removal of the hardware, two screws broke (one at right distal medial femur and one at left distal medial femur) and both screw shafts were retained.